Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 06-mar-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient¿s family reported no significant change in symptomology with changes in the baclofen dosing. The event date was asked but unknown. The reservoir volume had been within acceptable range. The physician attempted a dye study and was unable to draw back csf (cerebrospinal fluid). The physician elected to replace the catheter. He also electively replaced the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was noted that the hcp had no further information regarding the event. No further complications were reported/anticipated.